Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, it was noted that under imaging the radiopaque markers appeared to be close together near the distal tip of the catheter. The daily x-ray had previously shown the markers to be appropriately spaced but that morning¿s x-ray showed them to be extremely close. The bedside team decided to transport the patient to ccl for imaging under fluoroscopy. They denied any alarms or inappropriate numbers from the console. The getinge representative explained that because there was no clear explanation for the marker migration, the recommended plan was to exchange the iab. The iab was in use for approximately three days before being replaced. It was reported that on (B)(6) 2024, an x-ray was taken with the new iab in place and staff were having a difficult time visualizing the distal tip marker. A repeat x-ray and/or fluro was recommended for a clearer image to see the distal tip. After a discussion with the physician, it was stated there would be a chest and abdominal x-ray completed the following morning. A third iab was ultimately inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00452.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The device returned as part of the complaint was physically evaluated and the migration of the "tantalum tubing" was confirmed. The rear tantalum tubing was found to have migrated approximately 9.5 inches from the catheter 90° cut resting approximately 0.5 inches from the molded tip. In addition, there appears to be traces of glue found on the inner lumen in the area close to the catheter 90° cut where the tantalum tubing would typically be located. The device history record (ohr) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4) batch 3000367863. The cause of the kinked catheter close to the premold tip is unknown but is likely the result of handling during use by the end user. The part, therefore, is thought to have left the wayne facility as a compliant device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge's control. The root cause of the "rear tantalum marker migrated" complaint is therefore inconclusive and cannot be determined. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: rn, bsn, cardiogenic shock coordinator. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, it was noted that under imaging the radiopaque markers appeared to be close together near the distal tip of the catheter. The daily x-ray had previously shown the markers to be appropriately spaced but that morning¿s x-ray showed them to be extremely close. The bedside team decided to transport the patient to ccl for imaging under fluoroscopy. They denied any alarms or inappropriate numbers from the console. The getinge representative explained that because there was no clear explanation for the marker migration, the recommended plan was to exchange the iab. The iab was in use for approximately three days before being replaced. It was reported that on (B)(6) 2024, an x-ray was taken with the new iab in place and staff were having a difficult time visualizing the distal tip marker. A repeat x-ray and/or fluro was recommended for a clearer image to see the distal tip. After a discussion with the physician, it was stated there would be a chest and abdominal x-ray completed the following morning. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00452.

Manufacturer narrative:
Updated fields- b4, d9, g1(contact person -mfg site), g3, g6, h1, h2, h3, h11.

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, it was noted that under imaging the radiopaque markers appeared to be close together near the distal tip of the catheter. The daily x-ray had previously shown the markers to be appropriately spaced but that morning¿s x-ray showed them to be extremely close. The bedside team decided to transport the patient to ccl for imaging under fluoroscopy. They denied any alarms or inappropriate numbers from the console. The getinge representative explained that because there was no clear explanation for the marker migration, the recommended plan was to exchange the iab. The iab was in use for approximately three days before being replaced. It was reported that on (B)(6) 2024, an x-ray was taken with the new iab in place and staff were having a difficult time visualizing the distal tip marker. A repeat x-ray and/or fluro was recommended for a clearer image to see the distal tip. After a discussion with the physician, it was stated there would be a chest and abdominal x-ray completed the following morning. A third iab was ultimately inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00452. The following was reported via medwatch report # mw5157634 received 16aug2024: patient's iabp cxr distal marker migrated to the proximal end requiring the patient to go to the cath lab and have the iabp replaced.

Manufacturer narrative:
Medwatch # mw5157634 received 16august2024. Updated field(s): describe event or problem initial report sent to FDA? Report source other source - please specify. Initial reporter occupation: risk manager. **UDI related data quality updates** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).